Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.

Event description:
Boston scientific crm received information via a written form from this patient stating that they had a malfunctioning lead. Attempts to gain additional information were unsuccessful. No adverse patient effects were reported at the time of the correspondence.